Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a copy of the operative report was received on 05/14/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 17 months. On 05/14/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation and dehiscence. Per the operative report of (B) (6) 2010: "we examined the valve. The valve ring was partially dehisced over the anterior one half of its circumference. The ring was excised. The valve was inspected. Testing the valve, we found several areas of severe regurgitation."